Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected while the user was sleeping. The user's blood glucose (bg) level was 384 mg/dl. The user would address bg level with a bolus via the pump. Reportedly, the user successfully reconnected the luer lock connection and the user would resume insulin delivery.